Event description:
It was reported that this subcutaneous implantable electrode exhibited noise, oversensing, an inappropriate shock, low amplitude measurements, and increased shock impedance measurements which were not out of range. Troubleshooting was performed which was inconclusive. The physician opted to explant and replace this electrode. There were no additional reports of noise with the new electrode and previous device. No additional adverse patient effects were reported. This product has been returned for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Visual inspection revealed arc marks at the proximal area of the shocking coil which were likely from electrocautery during the explant procedure. Tool marks were also noted. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable electrode exhibited noise, oversensing, an inappropriate shock, low amplitude measurements, and increased shock impedance measurements which were not out of range. Troubleshooting was performed which was inconclusive. The physician opted to explant and replace this electrode. There were no additional reports of noise with the new electrode and previous device. No additional adverse patient effects were reported. This product has been returned for analysis. This report will be updated upon completion of analysis.